Manufacturer narrative:
According to what was reported, the device is not available for evaluation as it remained in the patient. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired product implanted probable root cause: application use past device/packaging shelf life user contaminates device rough handling of sterile packaging use of expired product user not familiar with pouch seal concept user not familiar with foil pouch concept failure to verify expiration status of product prior to surgery user handling inappropriate for aseptic transfer/user not trained to perform aseptic transfer user handling error when removing from pouch other source of contamination introduced to patient during proc the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that an expired product was used.

Event description:
It was reported that an expired product was used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.